Manufacturer narrative:
No patient was involved with this event. The device returned for analysis. The complaint investigation determined the reported difficulty was the result of a design related wear issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.

Event description:
It was reported that the centrimag primary console¿s touch pad was not working while trying to adjust the speed. There was no patient involvement on this event. This event was previously not reported due to the device not being in use on a patient at the time of the event. Abbott made the decision on july 13, 2018 to initiate a voluntary recall, therefore this event is being upgraded to reportable.